Event description:
Related manufacture reference number: 2017865-2023-37957. It was reported that the patient presented prior to generator exchange procedure. Upon interrogation, it was noted that the atrial lead and right ventricular lead exhibited noise oversensing. X ray showed subclavian crush per physician. Both leads were capped and replaced on (B)(6) 2023. The patient was in stable condition.